Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass low drain volume alarm in initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(4) 2013 20:37:04. During night drain cycle one, the patient's ultrafiltration reading was 2114ml, indicating the home patient (hp) drained 2114ml more than their maximum programmed fill volume of 2000ml. No additional information is available.